Manufacturer narrative:
(B)(4); the device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was later reported that during a device check, three untreated episodes were stored. Technical services reviewed the episodes and noted the r-wave amplitude had decreased and noise was present. Further troubleshooting was recommended, to recreate the diminished amplitudes with posture changes or patient movements. It was noted the secondary vector still had the better r-waves over the course of implant time. A new screening using the automated screening tool was suggested, to see if revising the electrode would produce better signals. It was noted the device had been implanted for four years with a remaining longevity of 36%, so the physician could consider the benefits/risks of repositioning the electrode and replacing the device with a newer model that includes the smart pass feature to help mitigate t-wave oversensing. At this time, the device and electrode remain in service without intervention. This report will be updated if additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving shocks from the device. Interrogation revealed the r-wave amplitudes had diminished, resulting in oversensing and some undersensing. The treated episode was not available for review as the ER physician reviewed it before the field representative arrived. Data from that interrogation was being sought. Automatic setup was performed and the programmer displayed a message that the amplitudes were too small. A second attempt was successful and the device picked the secondary vector. Technical services reviewed the available data and found the vector had been programmed to primary since implant, with no episodes stored. However, the r-wave amplitudes had diminished in all vectors since implant in 2014. X-ray were performed, which showed the device position appeared good but the electrode tip was displaced from the sternum. Technical services requested x-rays at the implant procedure for comparison. It was recommended to test the secondary vector with patient movements to ensure proper sensing. No adverse patient effects were reported outside of the inappropriate shocks.

Manufacturer narrative:
(B)(4). The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving shocks from the device. Interrogation revealed the r-wave amplitudes had diminished, resulting in oversensing and some undersensing. The treated episode was not available for review as the ER physician reviewed it before the field representative arrived. Data from that interrogation was being sought. Automatic setup was performed and the programmer displayed a message that the amplitudes were too small. A second attempt was successful and the device picked the secondary vector. Technical services reviewed the available data and found the vector had been programmed to primary since implant, with no episodes stored. However, the r-wave amplitudes had diminished in all vectors since implant in 2014. X-ray were performed, which showed the device position appeared good but the electrode tip was displaced from the sternum. Technical services requested x-rays at the implant procedure for comparison. It was recommended to test the secondary vector with patient movements to ensure proper sensing. No adverse patient effects were reported outside of the inappropriate shocks.

Manufacturer narrative:
The explanted electrode was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving shocks from the device. Interrogation revealed the r-wave amplitudes had diminished, resulting in oversensing and some undersensing. The treated episode was not available for review as the ER physician reviewed it before the field representative arrived. Data from that interrogation was being sought. Automatic setup was performed and the programmer displayed a message that the amplitudes were too small. A second attempt was successful and the device picked the secondary vector. Technical services reviewed the available data and found the vector had been programmed to primary since implant, with no episodes stored. However, the r-wave amplitudes had diminished in all vectors since implant in 2014. X-ray were performed, which showed the device position appeared good but the electrode tip was displaced from the sternum. Technical services requested x-rays at the implant procedure for comparison. It was recommended to test the secondary vector with patient movements to ensure proper sensing. No adverse patient effects were reported outside of the inappropriate shocks. It was later reported that during a device check, three untreated episodes were stored. Technical services reviewed the episodes and noted the r-wave amplitude had decreased and noise was present. Further troubleshooting was recommended, to recreate the diminished amplitudes with posture changes or patient movements. It was noted the secondary vector still had the better r-waves over the course of implant time. A new screening using the automated screening tool was suggested, to see if revising the electrode would produce better signals. It was noted the device had been implanted for four years with a remaining longevity of 36%, so the physician could consider the benefits/risks of repositioning the electrode and replacing the device with a newer model that includes the smart pass feature to help mitigate t-wave oversensing. At this time, the device and electrode remain in service without intervention. This report will be updated if additional information is received. Additional information was received that in (B)(6) 2019 the patient had undergone a cryo-ablation, then the patient received another inappropriate shock when back in their room. Interrogation and troubleshooting were performed. Muscle potentials were created with changes in posture but no noise was crated with manipulation of the device and electrode. A new screening was performed with the electrode and device in a more optimal position, which failed in all vectors. Due to the limitations in programming options and the failed screening outcome, the s-ICD and electrode were explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted electrode was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving shocks from the device. Interrogation revealed the r-wave amplitudes had diminished, resulting in oversensing and some undersensing. The treated episode was not available for review as the ER physician reviewed it before the field representative arrived. Data from that interrogation was being sought. Automatic setup was performed and the programmer displayed a message that the amplitudes were too small. A second attempt was successful and the device picked the secondary vector. Technical services reviewed the available data and found the vector had been programmed to primary since implant, with no episodes stored. However, the r-wave amplitudes had diminished in all vectors since implant in 2014. X-ray were performed, which showed the device position appeared good but the electrode tip was displaced from the sternum. Technical services requested x-rays at the implant procedure for comparison. It was recommended to test the secondary vector with patient movements to ensure proper sensing. No adverse patient effects were reported outside of the inappropriate shocks. It was later reported that during a device check, three untreated episodes were stored. Technical services reviewed the episodes and noted the r-wave amplitude had decreased and noise was present. Further troubleshooting was recommended, to recreate the diminished amplitudes with posture changes or patient movements. It was noted the secondary vector still had the better r-waves over the course of implant time. A new screening using the automated screening tool was suggested, to see if revising the electrode would produce better signals. It was noted the device had been implanted for four years with a remaining longevity of 36%, so the physician could consider the benefits/risks of repositioning the electrode and replacing the device with a newer model that includes the smart pass feature to help mitigate t-wave oversensing. At this time, the device and electrode remain in service without intervention. This report will be updated if additional information is received. Additional information was received that in (B)(6) 2019 the patient had undergone a cryo-ablation, then the patient received another inappropriate shock when back in their room. Interrogation and troubleshooting were performed. Muscle potentials were created with changes in posture but no noise was crated with manipulation of the device and electrode. A new screening was performed with the electrode and device in a more optimal position, which failed in all vectors. Due to the limitations in programming options and the failed screening outcome, the s-ICD and electrode were explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.